Manufacturer narrative:
The unit was received with intermittent button response due to corroded keypad traces. There were no button error alarms noted during tested. The following cosmetic damage was also found on the device: minor scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that her insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 110 mg/dl. The customer does not recall any significant events leading to the button error alarm. Troubleshooting was initiated for the button error alarm, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.